Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Additionally, it was reported that an occlusion occurred. The customer's blood glucose level was 287 mg/dl. A cartridge change was performed resolving the issue.